Event description:
It was reported that the patient received 59 inappropriate shocks. Rising impedances and oversensing were also noted. The lead showed apparent fracture. The lead was initially capped and replaced and was later explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The initial reported event of lead fracture, oversensing and rising impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Continuation d10: 7121 lead - implanted (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.